Event description:
Upon receipt of the device, the user reported that the printed circuit board failed after installing. Since the event occurred upon receipt, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.